Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and would not fire clips. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Jaw or cam interface is disengaged the analysis results of the el5ml found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.